Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with carelink not retaining insulin pump information for upload. Due to functionality issue with the insulin pump, it will be replaced. Customer also stated that she did not receive her pump on saturday because it was not sent from the correct location. Customer was offered to have the pump sent to her on (B)(6) 2014, but customer preferred to have it sent to her address. No additional information provided.

Manufacturer narrative:
Insulin pump was unable to upload to care link due to alarm in the history file. An alarm in the history due to corrupted history file. Insulin pump was programmed with multiple bolus deliveries and monitored. All bolus delivered completely their indicated amounts and were properly recorded in the bolus history screen. No history anomaly noted. Insulin pump received with a cracked case at display window corner and cracked reservoir tube lip.